Event description:
It was reported the patient received inappropriate shock therapies. Externalized conductors were observed through fluoroscopy. The lead was explanted and will not be returned to st. Jude medical. No further information is available.